Event description:
The cylinders and pump were removed from the pt and an entire new ipp device due to "left cylinder ruptured at penoscrotal function." Reservoir was not returned, possibly left in place.